Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding') and cataract ('vision/eye problems type: cataracts') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and cataract (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), night sweats ("night sweats"), hot flush ("hot flashes"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in 2011. At the time of the report, the pelvic pain, mood swings, night sweats, hot flush, migraine, headache, anaemia, dysmenorrhoea, cataract, abdominal pain and back pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anaemia, back pain, cataract, dysmenorrhoea, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, night sweats, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on 2008, she had hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jun-2019: new pfs received- outcome of events abnormal bleeding from unknown to recovered/resolved was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and cataract ("vision/eye problems type: cataracts") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), cataract (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in 2011. At the time of the report, the pelvic pain, genital haemorrhage, mood swings, night sweats, hot flush, vaginal haemorrhage, menorrhagia, migraine, headache, anaemia, dysmenorrhoea, cataract, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, cataract, dysmenorrhoea, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, night sweats, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on 2008, she had hysterosalpingogram. Most recent follow-up information incorporated above includes: on 14-mar-2019: reporter, patient demographics were added. Suspect drug indication added. In 2008 she implanted essure on 2008 (previously reported as aug-2009). On 2011, she explanted essure (previously reported as (B)(6) 2012. Added events hormonal changes describe: mood swings, night sweats, hot flashes, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, blood or heart disorder/condition type: anemia, dysmenorrhea (cramping), back pain, vision/eye problems type: cataracts, abdominal pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.